Event description:
A medtronic representative reported that the camera on the site's stealthstation treon treatment guidance system started cycling continuously and then went to black status. There was no patient present.

Manufacturer narrative:
No patient information as no patient was involved in this concern. The treon psu (camera) and tool interface unit (tiu) were returned for evaluation. The reported issue was not able to be duplicated by medtronic personnel. There was no problem found with the returned devices.